Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: the alleged issue could not be duplicated. The display screen was illuminated normally when the pump powered on. Unrelated to the initial allegation, the battery compartment was cracked. Unable to duplicate complaint about blank screen. Took cover off. No evidence of the moisture inside. Battery compartment cracked below and above grip pad. Bolus button torn/punctured, but responsive.